Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration (partial clip movement). Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported migration appears to be related to challenging patient anatomy (large prolapse of leaflets). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a large prolapsed flail for a mitraclip procedure. During the procedure, a mitraclip xtw was implanted successfully at the center of the valve. The clip was deployed, due to the large prolapse of the leaflets the clip was mobile on both sides of the clip. A second mitraclip xt was implanted successful on the medial side of the first mitraclip. An additional mitraclip xt was placed on the lateral side of the first clip, there was successful grasping and capturing of the leaflets and significant reduction, but the mean pressure gradient increased to 5-8 mmhg. However, due to the large prolapse and the significant reduction the physician made the decision to deploy the clip. The clip was stable and the final gradient was 7-8 mmhg. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.